Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 20 mg/dl, due to needing a settings adjustment. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Customer consumed carbohydrates to address the bg and was treated with intravenous saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.